Event description:
The customer called and reported experiencing high blood glucose of 500 mg/dl. The programming had been changed two months prior and matched healthcare provider's guidelines. The bolus history appeared to be accurate. Customer was unable to perform high pressure test. Customer was advised to change entire set, reservoir and insulin and to call back to perform high pressure test, upon obtaining a tubing clamp.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.